Event description:
Customer initially reported that their abbott diabetes care device only powered on with their charging cable. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. A visual inspection has been performed and no issues were observed. Reader did not turn on with button press, or with strip insertion. Reader did power on using the usb cable insertion. However, the approved software was not able to recognize the reader. The reader was de-cased and observed burned u13 on pcba ( printed circuit board assembly). The reader log was unable to be downloaded as the reader was unable to communicate with the computer due to component u13 damage. It was determined the burnt component is due to customer not using provided usb adapter as the amount of voltage/current that caused the damage to the u13 is not possible with the abbott-provided usb adapters. Therefore, this issue is not confirmed to use due to incorrect adaptor used. At this time the cable and adapter has not yet been returned for this complaint. An extended investigation for the reported libre reader, cable and adapter has been performed. The dhrs indicated the libre reader, cable and adapter meets per its specification prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported product has been returned and is currently undergoing investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device only powered on with their charging cable. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.